Manufacturer narrative:
Additional information: h6 and h10. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique during pd therapy with a homechoice cassette, which resulted in peritonitis. The peritonitis was manifested by pain. The breach in aseptic technique was further described as the patient does not always make sure the cat is out of the room prior to set up and dialysis treatments. It was further reported the patient does not always wear a mask during connect and disconnect. The patient reported that one day prior the peritonitis symptoms, they noticed that "air seemed to have gotten into dialysis lines". Additionally, the patient observed "liquid on the floor¿ below the cassette and the drain line". The patient was hospitalized and treated with cefepime (1000 daily for 14 days) and vancomycin (1500 every three days for 14 days) for the event. The patient was discharged two days after hospital admission. The patient recovered from the peritonitis event. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.